Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.0/+2.0/140 diopter, in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the lens had excessive vaulting and the patient experienced glare/halos. The lens was explanted and exchanged for a shorter lens. The patient is ok.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris and residue on lens). (B)(4).